Event description:
Received info that an 840 ventilator had an unresponsive graphical user interface (gui) touchframe. Device was not being used when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui touchframe.

Manufacturer narrative:
(B)(4).